Event description:
It was reported that a patient underwent a laparoscopic prostatectomy on (B)(6) 2013 and suture was used. During the passage of the needle to tie the santorini plexus, the needle pulled off the suture. A new device was used to complete the procedure.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.